Event description:
Event description cpi received information indicating this implantable cardioverter defibrillator (ICD) was exhibiting a loss of capture in the atrium on the day that it was implanted.